Manufacturer narrative:
Concomitant medical products: product ID 977a260, product type: lead. Product ID 977a260, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the healthcare professional (hcp) inserted leads on the day of report and 2-5 electrodes had greater than 40,000 ohms impedances. It was reported that the rep tried to switch sides on the multi-lead trialing cable (mltc) and the open followed respectively. There was a report that the rep felt that they had exhausted their options and had the hcp pull the lead. Another lead would be inserted and it was reported that the hcp wiped the lead down multiple times. The rep indicated that they replaced the one lead and they were still having a problem. When connecting to the battery, all of the electrodes were showing greater than 40k. The patient felt stimulation at one point and then stopped. They ran into a dead spot while programming in the lower back. There was a note that the patient had a spinal fusion in the past and nerve ablations. When the rep was testing the stimulator, the lead was at t7 and they ran stimulation up to 8 volts where they felt a zap in their foot. A rep reported that the patient had two leads placed and upon intro-op testing with a mltc, electrodes 2,3, 4, and 5 were out of range or had high impedance. They switched out the external neurostimulator (ens) but saw the same issue and then changed out the lead but again saw that impedances were high on the same contacts. The rep reported that they then direct connected both leads to the implantable neurostimulator (ins) and each lead had 4 contacts that were high. It was reported that the patient was feeling stimulation but when a different location on the lead was programmed, the patient no longer felt stimulation. The patient was reprogrammed back to the original location on the lead where the patient felt stimulation but they were no longer feeling it. There was a report that the leads were initially touching each other but then the physician repositioned them so the contacts were staggered (and not touching) and x-rays indicate leads were in posterior epidural space. It was later reported that the issue resolved and impedance was normal. No symptoms were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received reported that the lead was not malfunctioning when the exact same problem persisted with a new lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.